Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip. The damage was found near the base of the clip groove, causing a .029" offset at the tips. The clip could not be properly loaded on the grips. .

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large clip applier instrument would not close with the clips. The procedure was completed with no patient harm.